Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while administering IV push medications the port leaked as the user pushed the medication. The patient stated it had been leaking for awhile but staff had elected not to change the set.